Event description:
The customer reported that the pump battery was not charging, and no power source alert was received. There was no adverse impact on the customer's blood glucose level. The customer was instructed to try different charging configurations and found success when using a different charging cable with a tandem wall adapter. The pump began charging, and cts informed the customer of the potential issues with using non-tandem charging supplies. A replacement tandem charging cable was sent to the customer, and no further assistance was required.